Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a thermax blood warmer, "hemolysing cells" were noted, specified as the unit was "getting too hot and damaging cells". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was evaluated on site by a baxter qualified technician and the reported problem could not be reproduced, however, as a precautionary measure, the ambient temperature sensor pcb, and both in and out temperature sensors were replaced. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.